Manufacturer narrative:
(B)(4). Evaluation summary: all rite testing passed. The root cause for the open ground was undetermined. The original power cord was inspected and no issues were found. The reported issue was not confirmed. The assignable cause was undetermined. The device was sent for servicing.

Event description:
The customer contacted baxter's technical service center to report an open ground where the power cord plugs into the homechoice (hc) machine. The biomedical technician stated they had just received the machine. During standard electrical safety checks, with no patient connected, the machine showed an open ground where the power cord plugged into the back of the machine. The baxter technical service representative (tsr) stated they needed the machine swapped. There was no patient involvement indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample is available, not yet received. Following evaluation of the device, a follow-up MDR will be submitted.